Manufacturer narrative:
H2-3) the software analysis concluded that the software appeared to be working as designed. The logs were reviewed. Logs captured five sessions on the date of the issue, but only one session recorded a task transition to the navigation task. Observed eight successful registrations from the logs, and the user created two plans with lengths of approximately 41 millimeters (mm) and 38 mm, respectively. As per the logs, the user attempted three trajectory locks throughout the sessions. Based on the logged information, this issue appeared to be a user error where the trajectory was unlocked and the user was trying to track the needle. There was no indication that a software anomaly contributed to the reported behavior. Codes: b01, c19, d14 h2) please see section d9 for when the software was available for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a cranial biopsy procedure. It was reported that after obtaining a sample and sending it down to pathology, the needle was unable to be tracked. Site cleaned the spheres, with no effect. System was able to track the navigus probe and passive planar probe without issue.  There was no patient impact or delay.  The trajectory had been unlocked at some point during the procedure, suspects that is the cause of the needle nottracking but cannot confirm if the trajectory was locked or unlocked at the time of issue occurrence.

Manufacturer narrative:
Information references the main component of the system. Other relevant device(s) are: product ID: (B)(4) , serial/lot #: 2.1.0, ubd: , UDI#: h3 - a manufacturer representative went to the site to service the system. Hardware parts were replaced. Testing found no fault with the system. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Correction regarding work order: additional information was received. It was reported that no hardware parts were replaced. The system was performing as intended. Already reported codes b01, c19 and d14 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.